Event description:
Customer reported via phone, she changed the battery and the device alarmed low battery. The device then had six letters then a rectangle followed with an unexpected restart. Then all of the 8's now 0002, issues occurred prior of receiving a new battery and continued after as well. Customer was attempting to verify the serial number and the call was disconnected. Customer is not returning the insulin pump for further analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.